Event description:
Spontaneous call (B)(4) getting pump error 1870. Pt able to switch to backup pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6).